Manufacturer narrative:
Corrected data: health effects - health impact corrected.

Event description:
It was reported the device exhibited an internal speaker not working. No patient injury. No additional information. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.